Event description:
It was reported that under sensing and an incorrect diagnosis of an atrial fibrillation episode was noted on a patient¿s implantable cardiac monitor (icm). No changes or intervention was reported. There were no patient consequences.